Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.5/2.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens tore during injection/delivery into the eye. Intraoperatively the lens was removed. There was no patient injury. It was indicated that "patients need to wait until they have time before choosing to re-implant". Cause of the event was reported as unknown.